Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.9 inr qc 2: 2.8 inr qc 3: 2.9 inr the maximum difference between measurements was(B)(4). The obtained qc results were in the allowed range. No error messages occurred during investigation. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
This event occurred in (B)(6). The customer's meter and test strips were requested for investigation. The investigation is ongoing. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek in range meter serial number (B)(4) compared to a laboratory result using an unknown method. The meter result was 3.2 inr at 8:30 am. At the same time as the meter result, the laboratory result was 2.3 inr. The customer's therapeutic range is 2.5-3.5 inr. The initial reporter stated that qc has never been performed on the meter.